Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during use on a patient, this 980 ventilator shut down. Although the customer reported ventilator shutdown, a review of system diagnostic logs confirms that the device entered into backup ventilation at the time of the reported event. The device was available for evaluation. The medtronic field service engineer (fse) inspected the device and found the unit had entered backup ventilation. Fse could not confirm evidence that the ventilator shutdown additionally while performing the est (extended self test) and additional error code was generated. The fse replaced an exhalation valve assembly. The ventilator passed all testing per manufacturer specifications at the time of service. The likely cause of the event was isolated in the field to a potential fault in exhalation valve assembly. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient, this 980 ventilator shut down. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported. Although the customer reported ventilator shutdown, a review of system diagnostic logs confirms that the device entered into backup ventilation at the time of the reported event.